Event description:
It was reported that the user experienced a low glucose event with a nadir of 54 while asleep, with no preceding meal announcement, and the cause of the hypoglycemia was unclear. Symptoms included low glucose without reported signs or symptoms. Outcomes included treatment with oral carbohydrates and subsequent recovery to 119, without hospitalization. Investigation included troubleshooting and education with review of device alerts for urgent low soon and low glucose. Investigation of this case revealed no device malfunction identified and no functional component issue reported, with the event attributed to an unknown cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.